Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2014-02005, 02006, 02007, 02008. It was reported the pt alleged he experienced overheating and overstimulation from his scs device. The pt had his scs ipg explanted on (B)(6) 2011, and the pt's scs leads were explanted on (B)(6) 2011.